Manufacturer narrative:
Device rturned, investigation not complete. Device lot number and part number not provided, therefore device history record reviwe unable to be performed.

Event description:
Pt implanted with 4.5mm lcp condylar plate (right side) with 5.0 mm cannulated locking screws - distal and 4.5 m cortical screws - proximal and one cerclage wire on an unk date for a distal femur fracture. Implant date was approx 8 months prior. Follow up visit x-rays showed an non-union and a broken 5.0 mm cannulated screw that was implanted distally. All hardware was removed on (B)(6) 2011. Pt revised to a 4.5 mm va lcp curved condylar plate, 5.0 mm cannulated variable angle locking screws - distal, 5.0 mm variable angle locking screw - proximal and 5.4 mm cortex screws.